Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device underwent functional testing, including fluid pressure testing, which discovered the fluid numbers to be out of specification with no shim under the pusher. The device was found out of specification in relation to the reported false constant downstream occlusion alarms which were reproduced while running a loaded set. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarms at low pressure. There was no patient involvement. No additional information is available.